Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2024-33042, related manufacturer reference number: 2017865-2024-33045. It was reported that the patient presented to the clinic for a scheduled follow up. Interrogation showed that the pacemaker had automatic mode switch (ams) episodes from failure to capture. The right ventricular (rv) and right atrial (ra) leads were also sensing noise. No intervention was reported. The patient is in stable condition.